Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was in emergency medical service, ans was using auto mode.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was treated by the emergency medical services but customer was unsure how she was treated for low blood glucose level. The insulin pump was in auto mode at the time of the low blood glucose level incident.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. No over delivery anomaly or under delivery anomaly noted. Device had minor scratched display window, scratched case and a pillowing keypad overlay. No bolus anomaly noted during testing. Device had a minor scratched display window and a pillowing keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose. The customer blood glucose level was 20 mg/dl at the time of incident and the current blood glucose of the customer was 201 mg/dl. Customer did not provide any symptoms regarding to low blood glucose episode. The customer was treated with food. The customer was assisted with troubleshooting and declined for low blood glucose. The insulin pump will be returned for analysis.